Manufacturer narrative:
Implants kept by pathology department.

Event description:
Revision surgery - due to the patient having arm pain and few movements, the surgeon cut a bit of bone due to impingement. He decided to change the glenoid head to a size 32 neutral and the socket to an offset. Also, he changed the socket shell for a new one of the same size.

Manufacturer narrative:
The reason this revision surgery was performed was a result of the patient having shoulder pain, limited movement and impingement of the shoulder bone after approximately 1.1 year of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported to be kept by the pathology department and was not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against lot number 864c1256. A total of (B)(4) complaints have been submitted against this part number. A variety of conditions have created the previous complaints such as dislocations, joint instability, and infections but none similar to this complaint filing. No root cause relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.